Manufacturer narrative:
Vyaire complaint number: (B)(4). At this time, vyaire has not received the suspect device/component for evaluation; however, a review of the log analysis tool and screen shot of service screen revealed a leaking inspiration valve ot. Any additional information provided by the customer will be report in a follow up report.

Event description:
A customer contacted vyaire medical to report that the inspiration valve ot was leaking with 3.14 lpm on the bellavista 1000. There was no patient involvement indicated.